Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Insulin pump received with minor scratched display window, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had many scratches. Customer's blood glucose level was unknown. No significant event leading up to the incident was mentioned.